Event description:
Pt needs extra syringe 50-60ml and cadd ext set as pt reported that about 4 months ago he had defective supplies and has occasionally dropped some supplies on the floor and would like to replenish that supply. No additional information or details available. " did the reported product fault occur while in use with the patient? No; " did the product issue cause or contribute to patient or clinical injury? No; " " is the actual device available for investigation? Yes, upon return " did we replace device? Yes; " did the patient have a backup device they were able to switch to? Yes; " if yes, was the patient able to successfully continue their infusion? Yes; " is the infusion life-sustaining? Yes"; what is the outcome of the event? Resolved.